Event description:
As reported: "t2 ankle nail surgery. When drilling to the most distal part of the nail, the drill advanced outside the nail (intrabone). At that time, the tip of the drill (1806-4265) broke about 3 cm. The broken drill was removed with forceps.".

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drills showed traces of a frequent and intense use. The cutting thread of the drills are also worn out. It was broken approx. 30 mm from the tip. The broken off piece was also returned. The breakage surface shows a typical smooth surface of a forced brittle fracture. Plastic deformation along the breakage surface was not found. The received device conforms to the hardness and dimensional specifications as given in the drawing. Diameter of the received drill is 4.155 mm (range: 4.1-4.2 mm). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged.¿. Based on investigation, the root cause was attributed to a user related issue. Appearance of the breakage surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. The breakage of the tip seems to be a forceful fracture while drilling it forcefully in a relatively harder bone. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "t2 ankle nail surgery. When drilling to the most distal part of the nail, the drill advanced outside the nail (intrabone). At that time, the tip of the drill (1806-4265) broke about 3 cm. The broken drill was removed with forceps."